Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed cs 054 call service alarms. A prime sequence and 24 hour duration test were successfully completed with no duplicated call service alarms. The pump was opened and no evidence of moisture or damage was observed inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.